Event description:
It was reported that the customer was experiencing recurring hypoglycemia. The customer reportedly did not feel this was due to an insulin pump malfunction, but due to her not being able to eat as much as she was having difficulties getting food down her throat. The customer's blood glucose was 50 mg/dl. The customer stated her blood glucose was down to 30 mg/dl on november 12, 2014. Her mother injected her with glucagon to treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.